Manufacturer narrative:
The reported frag-loc® 1.5mm cannulated driver assy was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the frag-loc® 1.5mm cannulated driver assy (part number 80-0758) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that while the surgeon was using the frag-loc driver when the tip broke off. The driver tip stayed on the wire and was removed. The surgeon finished tightening the frag-loc screw using the uncannulated 1.5mm hex driver. The surgery was completed with no delay. No adverse patient consequences were reported.